Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer accidentally delivered 100 units of insulin into his body as he forgot to disconnect during the manual prime. The customer was hospitalized for something not related to diabetes at the time of the large insulin delivery. Nothing further was reported.